Manufacturer narrative:
The reported events of capturing, sensing, and impedance anomalies were not confirmed. The device was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated normal functionality and capture test under nominal settings did not find any capture issue. Further sensitivity evaluation under field conations found sense measurements within normal range. The device was evaluated at various loads and the pacer was able to detect and measured the load changes with normal range. Additionally, visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2022-12539. It was reported that a patient presented to the emergency room reporting discomfort and syncope. Upon examination, the patient's implantable cardioverter defibrillator was found to have loss of capture, high capture thresholds, and failed to sense. Additionally, the patient's right ventricular (rv) lead was found to have high capture thresholds, failure to capture, high pacing impedance, and over-sensing of noise. An rv lead fracture was found. The rv lead was capped and the device was explanted on (B)(6) 2022. Both were replaced on the same date. The patient was stable throughout.